Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 72 hours, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b6 and b7. Should additional relevant information become available, a supplemental report will be submitted.